Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 30. On (B)(6) 2025, the implant was removed upon patient¿s request. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain and swelling. No further patient complications were reported.